Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain 3/10, 8-10 premenstrually, predominantly localized to the left side') in a 32-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic" on (B)(6) 2014. The patient's medical history included adhesiolysis on (B)(6) 2017, lymphadenopathy (cervix) on (B)(6) 2016, lipoma (thigh) on (B)(6) 2016, meniscus removal in 2015, tubal ligation in (B)(6) 2014, acute sinusitis on (B)(6) 2013, chest infection on (B)(6) 2013, mass on (B)(6) 2013, dizziness on (B)(6) 2013, post coital bleeding on (B)(6) 2012, uterine bleeding (post exercise, ultrasound done) on (B)(6) 2012, abdominal pain (worse in last few hours, exam. Soft abdomen) in 2010, dysuria in 2010, musculoskeletal discomfort in 2010, pelvic discomfort in 2010, uti (diagnosed, urinalysis blood leuco+++) in 2010, allergic reaction in 2007, intermittent headache in 2007, asthma in 1992, parity 2, multiple caesarean sections (2, 2007, 2009), irregular menstruation (cycle consists of 5 days bleeding every 30 days, heavy with clots and flooding for the first few days), condom, mastalgia, alopecia areata, tiredness, endometriosis (in pelvic peritoneum, excision on (B)(6) 2017), iron deficiency anaemia, meniscus tear and breast feeding. Previously administered products included for contraception: copper iud; for dysfunctional bleeding: yasmin; for an unreported indication: iud nos. Past adverse reactions to the above products included device expulsion with copper iud. Concurrent conditions included sickle cell anemia and factor v leiden mutation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted") and procedural pain ("procedure had to be abandoned due to excessive pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("heavy abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the dyspareunia, menorrhagia, pain and procedural pain had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia, menorrhagia, pain, pelvic pain and procedural pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Removal of essure on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for events dyspareunia, heavy/abnormal bleeding and localised pain (outcomes regarded as "resolved"). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: presence of the essure clip in the position of left fallopian tube, radiologist thinks the clip is in the tube and not displaced. Correct location of the filshie clips that were used for tubal sterilization. Ultrasound scan - on (B)(6) 2016: soft tissue swelling in proximal right thigh is a 1.4cm x 1.7cm lipoma in subcutaneous adipose layer, no suspicious features. No right groin hernia. Iucd seen in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: via lawyer medical records were provided: medical history and test results added (none reported previously). Essure insertion on (B)(6) 2014, one insert insertion failed. New event: procedural pain. Event removed: device migration (was removed intact from fallopian tube). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain, predominantly localized to the left side') in a 33-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia and pelvic pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Most recent follow-up information incorporated above includes: on 10-jun-2020: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain, predominantly localized to the left side') in a 33-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia and pelvic pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain 3/10, 8-10 premenstrually, predominantly localized to the left side') in a 32-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic" on (B)(6) 2014. The patient's medical history included adhesiolysis on (B)(6) 2017, lymphadenopathy (cervix) on (B)(6) 2016, lipoma (thigh) on (B)(6) 2016, meniscus removal in 2015, tubal ligation in (B)(6) 2014, acute sinusitis on (B)(6) 2013, chest infection on (B)(6) 2013, mass on (B)(6) 2013, dizziness on (B)(6) 2013, post coital bleeding on (B)(6) 2012, uterine bleeding (post exercise, ultrasound done) on (B)(6) 2012, abdominal pain (worse in last few hours, exam. Soft abdomen) in 2010, dysuria in 2010, musculoskeletal discomfort in 2010, pelvic discomfort in 2010, uti (diagnosed, urinalysis blood leuco+++) in 2010, allergic reaction in 2007, intermittent headache in 2007, asthma in 1992, parity 2, multiple caesarean sections (2, 2007, 2009), irregular menstruation (cycle consists of 5 days bleeding every 30 days, heavy with clots and flooding for the first few days), female condom, breast pain female, alopecia areata, tiredness, endometriosis (in pelvic peritoneum, excision on (B)(6) 2017), iron deficiency anaemia, meniscus tear and breast feeding. Previously administered products included for contraception: copper iud; for dysfunctional bleeding: yasmin; for an unreported indication: iud nos. Past adverse reactions to the above products included device expulsion with copper iud. Concurrent conditions included sickle cell anemia and factor v leiden mutation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted") and procedural pain ("procedure had to be abandoned due to excessive pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("heavy abnormal bleeding"), pain ("localised pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the dyspareunia, heavy menstrual bleeding, pain and procedural pain had resolved and the complication of device insertion and genital haemorrhage outcome was unknown. The reporter considered complication of device insertion, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pain, pelvic pain and procedural pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Removal of essure on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for events dyspareunia, heavy/abnormal bleeding and localised pain (outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: presence of the essure clip in the position of left fallopian tube, radiologist thinks the clip is in the tube and not displaced. Correct location of the filshie clips that were used for tubal sterilization. Ultrasound scan - on (B)(6) 2016: soft tissue swelling in proximal right thigh is a 1.4cm x 1.7cm lipoma in subcutaneous adipose layer, no suspicious features. No right groin hernia. Iucd seen in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new event added: genital bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("increasing pelvic pain 3/10, 8-10 premenstrually, predominantly localized to the left side") in a 32 year-old female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion failed ("procedure was abandoned after 90 min with only the left sided device being fitted" on (B)(6) 2014) and device insertion difficult ("initial implantation was extremely traumatic" on (B)(6) 2014). The patient had a medical history of adhesiolysis on (B)(6) 2017, lymphadenopathy (cervix) on (B)(6) 2016, lipoma (thigh) on (B)(6) 2016, meniscus removal in 2015, tubal ligation in december 2014, dizziness, mass, chest infection and acute sinusitis on (B)(6) 2013, post coital bleeding and uterine bleeding (post exercise, ultrasound done) in 2012, uti (diagnosed, urinalysis blood leuco+++), pelvic discomfort, musculoskeletal discomfort, dysuria and abdominal pain (worse in last few hours, exam. Soft abdomen) in 2010, allergic reaction and intermittent headache in 2007, asthma in 1992 and breast feeding, meniscus tear, iron deficiency anaemia, endometriosis (in pelvic peritoneum, excision on (B)(6) 2017), tiredness, alopecia areata, breast pain female, female condom, irregular menstruation (cycle consists of 5 days bleeding every 30 days, heavy with clots and flooding for the first few days), multiple caesarean sections (2, 2007, 2009) and parity 2. Previously administered products included: copper iud for contraception, yasmin for dysfunctional bleeding and iud nos. Past adverse reactions to the above products included: iud expelled with copper iud. Concurrent conditions were listed as factor v leiden mutation and sickle cell anemia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("procedure had to be abandoned due to excessive pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("heavy abnormal bleeding"), pain ("localised pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal by bilateral salpingectomy). At the time of the report, the pelvic pain was resolving and the dyspareunia, heavy menstrual bleeding, pain and procedural pain had resolved. The outcome of genital haemorrhage was unknown. The reporter considered dyspareunia, genital haemorrhage, heavy menstrual bleeding, pain, pelvic pain and procedural pain to be related to essure administration. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Viable due to fluid pressure 4 essure inserted. Right device inserted but had to be removed. Removal of essure on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for events dyspareunia, heavy/abnormal bleeding and localised pain (outcomes regarded as "resolved"). Discrepancy noted as essure insertion date (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: presence of the essure clip in the position of left fallopian tube, radiologist thinks the clip is in the tube and not displaced. Correct location of the filshie clips that were used for tubal sterilization [ultrasound scan] on (B)(6) 2016: soft tissue swelling in proximal right thigh is a 1.4cm x 1.7cm lipoma in subcutaneous adipose layer, no suspicious features. No right groin hernia. Iucd seen in left fallopian tube. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical records received.patient's intitials updated and imdrf/FDA codes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("increasing pelvic pain 3/10, 8-10 premenstrually, predominantly localized to the left side") in a 32 year-old female patient who received essure (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adhesiolysis on (B)(6) 2017, lymphadenopathy (cervix) on (B)(6) 2016, lipoma (thigh) on (B)(6) 2016, meniscus removal in 2015, tubal ligation in (B)(6) 2014, dizziness, mass, chest infection and acute sinusitis on (B)(6) 2013, post coital bleeding and uterine bleeding (post exercise, ultrasound done) in 2012, uti (diagnosed, urinalysis blood leuco+++), pelvic discomfort, musculoskeletal discomfort, dysuria and abdominal pain (worse in last few hours, exam. Soft abdomen) in 2010, allergic reaction and intermittent headache in 2007, asthma in 1992 and breast feeding, meniscus tear, iron deficiency anaemia, endometriosis (in pelvic peritoneum, excision on (B)(6) 2017), tiredness, alopecia areata, breast pain female, female condom, irregular menstruation (cycle consists of 5 days bleeding every 30 days, heavy with clots and flooding for the first few days), multiple caesarean sections (2, 2007, 2009) and parity 2. Previously administered products included: yasmin for abnormal uterine bleeding, copper iud for contraception and iud nos. Concurrent conditions were listed as factor v leiden mutation and sickle cell anemia. From (B)(6) 2014 to (B)(6) 2017 the patient received essure at an unspecified dose and frequency. On (B)(6) 2014, the day of essure initiation, she experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted"), device difficult to use ("initial implantation was extremely traumatic") and procedural pain ("procedure had to be abandoned due to excessive pain"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("heavy abnormal bleeding"), pain ("localised pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain was resolving and the dyspareunia, heavy menstrual bleeding, pain and procedural pain had resolved. The outcomes for complication of device insertion, device difficult to use and genital haemorrhage were unknown. The reporter considered complication of device insertion, device difficult to use, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pain, pelvic pain and procedural pain to be related to essure administration. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Viable due to fluid pressure4 essure inserted. Right device inserted but had to be removed removal of essure on (B)(6) 2017 via salpingectomy."any continuing symptoms? No" reported for events dyspareunia, heavy/abnormal bleeding and localised pain (outcomes regarded as "resolved").discrepancy noted as essure insertion date (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: presence of the essure clip in the position of left fallopian tube, radiologist thinks the clip is in the tube and not displaced. Correct location of the filshie clips that were used for tubal sterilization [ultrasound scan] on (B)(6) 2016: soft tissue swelling in proximal right thigh is a 1.4cm x 1.7cm lipoma in subcutaneous adipose layer, no suspicious features. No right groin hernia. Iucd seen in left fallopian tube. Batch no: b72583, production date: 2013-09-28, expiration date: 2016-09-30 . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain, predominantly localized to the left side') and device dislocation ('device migration') in a 33-year-old female patient who had essure (batch no. B72583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the dyspareunia, genital haemorrhage and pain had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, dyspareunia, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. Removal of essure on (B)(6) 2017 via salpingectomy. "Any continuing symptoms? No" reported for events dyspareunia, heavy/abnormal bleeding and localised pain (outcomes regarded as "resolved"). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new events added: device migration, heavy/abnormal bleeding and localised pain. Date of essure removal updated from (B)(6) 2017. Outcome of previously reported "dyspareunia" updated to "resolved" as "any continuing symptoms? No" reported. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pelvic pain, predominantly localized to the left side') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "initial implantation was extremely traumatic". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("procedure was abandoned after 90 min with only the left sided device being fitted"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dyspareunia and pelvic pain to be related to essure. The reporter commented: after the abandoned insertion procedure, she was booked in for surgical sterilisation on (B)(6) 2014 when filshie clips were fitted to both fallopian tubes. At this point she was advised that the essure device on the left side would not interfere with her life in any way and she was reassured by this. Afterwards she began experiencing dyspareunia and pelvic pain, and was referred for essure removal. Her condition much improved following removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.